Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10g26065, h10e04033 and h10e05030 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On (B)(6) 2010, the patient was diagnosed and hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment provided was not reported. On an unreported date, dianeal therapy was withdrawn. On (B)(6) 2011, the patient was discharged from the hospital and was recovering from the peritonitis. A causality statement was not provided.